Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed the minute ventilation (mv) signal on the right atrial channel. The oversensing led to inappropriate atrial tachy response episodes. The device was reprogrammed and the mv feature was turned off. This device remains in service. No adverse patient effects were reported.